Event description:
Customer reported an issue where they did not initially see drops of insulin at the end of the tubing during the fill tubing step. There was no adverse impact to the customer's blood glucose level. To resolve the situation, the customer changed out the infusion set and cartridge and was able to resume insulin delivery.